Event description:
The user initially alleged that the date and time reset on the pump. Evaluation revealed that there was moisture ingress past the lead screw seal. This complaint is being reported based on the failure found in evaluation.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that there was moisture in the cartridge compartment and ingressed past the lead screw seal. The force sensor housing was opened to find that the gears were rusted and corroded together. The internal battery was found to be leaking a green substance. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.